Event description:
The customer reported that the system was not keeping the images after performing fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The disc connectors were reconnected and the pc guard was reactivated. The system was tested and found to be working as intended and put back into service.